Event description:
It was reported that asymptomatic patient presented in clinic for routine follow-up with non-sustained lead noise due to myopotential oversensing. The myopotential oversensing was noted on stored egms. Further programming changes were recommended; device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.